Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a pocket infection occurred. An implantable cardiac defibrillator pocket revision was performed. The device remains in service. No further patient complications have been reported as a result of this event.